Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bbs solution test per dop114-830 and sensor failed per spec. No isig readings detected. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per spec.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a sensor glucose level of 70 mg/dl and a blood glucose level of 113 mg/dl. The customer reported that she was receiving calibration errors and change sensor alerts as well. Customer also stated that she recently had a magnetic resonance imaging procedure. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.